Manufacturer narrative:
Arjo received an allegation from the customer representative that a tenor passive lift tilted to one side with bariatric patient during a transfer from a bed to a wheelchair. The patient was safely lowered into the chair. The staff member was pinning by the lift and injured shoulder that only required first aid measures. An arjo service technician evaluated the involved tenor lift. According to the results, no fault was found within the device. Following the information collected the tenor lift tipped during patients' lowering into the wheelchair. The device had its legs closed (parallel position) and the facility staff provided support maneuvering of the patient to get the patients' buttocks back of the wheelchair. The tenor instructions for use include important information regarding safety and correct use of the device: "to position the resident over the chair, use the lift handles, do not pull the sling. The resident suspended in the sling should always remain in the center of gravity. Use hand control to lower the resident." Based on the performed investigation the most probable cause is user error as the facility staff maneuvered of the patient in the sling, which could have contributed to the lifts¿ tilting. In summary, the technical inspection revealed that the device was up to manufacturers¿ specification after the event. According to the customer allegation, the device tipped over during use and from that perspective, the device did not perform as intended. The device was used for patient handling when the event occurred and in that way it played a role in this event. The complaint was decided to be reported to the competent authorities due to indication of a device tipping during patient transfer.

Event description:
Arjo received an allegation from the customer representative that a tenor passive lift tilted to one side with bariatric patient during a transfer from a bed to a wheelchair. The patient was safely lowered into the chair. The staff member was pinning by the lift and injured shoulder that only required first aid measures.